Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, instructions for use (IFU) and quality control was conducted during the investigation. The complaint product was not returned to assist in the investigation. This device is 100% inspected by quality control to verify the surface of catheter is free of damage and excess bumps or roughness. The wire braided catheter surface must also be free of exposed wires. There is no evidence to suggest items in this lot were not manufactured in accordance to the current specification at the time. A review of lot history did not reveal any nonconformance which could contribute to this adverse event. This device is shipped with IFU which precautions ¿due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible.¿ additionally the IFU states that ¿if resistance is encountered during manipulation, stop and determine the cause before proceeding any further. Based on the limited information provided, the root cause of the adverse event is inconclusive. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
While inserting the catheter in the left internal lilac artery, the catheter became kinked and was unable to be removed from the patient. The patient required open surgery to remove the catheter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While inserting the catheter in the left internal lilac artery, the catheter became kinked and was unable to be removed from the patient. The patient required open surgery to remove the catheter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.